Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became bent and the customer experienced difficulty charging the pump. Blood glucose level was approximately 350 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable.